Manufacturer narrative:
A review of the receiving inspection (ri) for skyline spring clip driver was conducted identifying that lot number gm4033301 was released in a single batch. Batch1: lot qty of 11 units were released on 04 mar 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the skyline spring clip driver (p/n: 286830300, lot number: gm4033301) was received at us customer quality (cq). Visual inspection of the complaint device showed a black protective cap on the end. When the cap was removed, it was observed that the tip had been broken off. Device failure/defect identified? Yes. Functional test: a functional assessment was unable to be performed on the complaint device due to damage and lack of mating components. The complaint was not able to be replicated. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as a functional test was unable to be performed. However, the device tip had been broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date the screwdriver torqued while tightening the screw in the bone even though pre-drilling was done. The procedure was successfully completed with a five (5) minute surgical delay. There were no patient consequences. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) skyline spring clip driver. This is report 1 of 1 for (B)(4).